Event description:
It was reported that the patient was having frequent and extended ipg charging. It was also noted that the spinal cord stimulator (scs) was not working adequately. The patient underwent an ipg replacement procedure wherein a rechargeable battery was implanted. The patient was doing well postoperatively. The explanted device will not be send back due to physician preference.

Manufacturer narrative:
Approximated based on the date the manufacturer became aware of the event.